Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received yet.

Event description:
It was reported that an alert for defibrillation shock was observed through merlin.net transmission. Patient was called in clinic for device check. Device interrogation noted inappropriate sensing or oversensing causing inappropriate shock. Patient was stable.